Event description:
The customer reported the system lost x-ray functionality. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The following components were cleaned and reseated: the connectors, system interface board, sbc board and all cables. The system was then found to be operating as intended.